Manufacturer narrative:
Findings: currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer's parent reported via phone call indicating that the customer was hospitalized for diabetic ketoacidosis and ketones on (B)(6) 2015 with a high blood glucose level of 370 mg/dl. The customer felt symptoms of vomiting. The caller stated that the customer had issues with a kinked cannula. The customer was sent replacement infusion sets.